Event description:
Patient called lfs in 2004 alleging the meter would power off while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. The patient contacted their medical professional for advice, no treatment was recommended. The issue was not resolved with troubleshooting. The meter was replaced for the patient. No further info has been reported.